Event description:
The coil remained stuck into the sheath, it would not advance. Additional information indicated that event occurred during procedure. The coil was replaced with another coil to complete the procedure. No patient injury reported. Final analysis found the coil has been stretched at the proximal end. The distal section of the coil has been severely buckled and compressed and the top proximal end of the resheathing tool in the cutout section, the v notch has been severely fractured.

Manufacturer narrative:
The deltapaq platinum microcoil 4 mm x 10 cm stuck in the sheath and would not advance. The coil was replaced with another coil to complete the procedure with no patient injury. Analysis on the returned device found the coil was stretched and damaged. The device was returned for analysis with the 1.2cm of the coil protruding outside of the sheath at an area located 16.0cm off the distal tip of the green introducer. The coil has been stretched at the proximal end. The distal section of the coil has been severely buckled and compressed. Located at the locking mechanism, the sheath material has been damaged and stretched away from the surface. Located at the top proximal end of the resheathing tool in the cutout section, the v notch has been severely fractured. The most likely root cause of the coil becoming stuck and protruding outside the sheath is retraction of the sheath straight back instead of up at an angle and then back. This caused the locking mechanism to become embedded inside the resheathing tool's v notch. This caused a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action caused significant damage to the coil and severe resistance which caused the dpu/coil to protrude outside the sheath. In this condition the coil cannot be advanced. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, with reference to a diagram. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported inability to advance the coil through the sheath was confirmed and with review of the returned device it appears to be related to the unsheathing technique resulting in a binding action and damage to the coil. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the coil remained stuck into the sheath, it would not advance. Additional information indicated that event occurred during procedure. The coil was replaced with another coil to complete the procedure. No patient injury reported. The coil has been stretched at the proximal end. The distal section of the coil has been severely buckled and compressed. Located at the locking mechanism, the sheath material has been damaged and stretched away from the surface. Located at the top proximal end of the resheathing tool in the cutout section, the v notch has been severely fractured. The most likely root cause of the coil becoming stuck and protruding outside the sheath occurred when the sheath was retracted straight back instead of up at an angle and then back. This caused the locking mechanism to become embedded inside the resheathing tool's v notch. This caused a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action caused significant damage to the coil and severe resistance which caused the dpu/coil to protrude outside the sheath. In this condition the coil cannot be advanced. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger.' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taken at this time. The product has been received and evaluated. Additional information will be submitted within 30 days.